Event description:
The criminal investigation contacted the department product support and reported that the customer had passed away. The criminal investigation stated that there was no correlation among the pump and death of the customer. The office of the district attorney wanted an analysis and the protocol of the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.